Manufacturer narrative:
One catheter with attached monoject 3 ml syringe was returned for evaluation. Balloon was found to be ruptured and inverted to the distal side. After returning the balloon latex to the original position, the ruptured edges of balloon latex were not able to match up. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or balloon bonding sites. The returned monoject 3 ml syringe was found to be missing the dimples that normally limits the maximum syringe volume at 0.8 ml. No other visual damage or abnormality was found on the returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of "the balloon ruptured since an unknown issue occurred with the syringe" was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the swan ganz catheter ruptured since an unknown issue occurred with the syringe on the first day of use. The detail is unknown. The catheter was exchanged and the problem was solved. Information such as what kind of surgery the catheter was used for is unknown but the surgery was completed without issue. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.